Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years and ten months following the implant of this transcatheter pulmonary bio prosthetic valve, a type ii fracture in the proximal strut of the valve was reported, causing a "trap door" obstruction of blood flow. The gradient increased from 15 mmhg post valve procedure to 20 mmhg. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that approximately three years post valve implant, the gradient across the valve measured at 20 mmhg with clear evidence of one proximal crown fracture with a flail segment. A stent was placed to stabilize the stent fracture and expanded the anastomotic waist. The valve function was maintained and the gradient decreased to less than 10 mmhg post procedure. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on clinical data and literature, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, a true root cause to the reported clinical observations is not determined. Medtronic will continue to monitor field performance for similar events should they occur. If information is provided in the future, a supplemental report will be issued.